Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assembly and motor home switch. Unable to perform further testing due to the blank display.

Event description:
The customer called to report getting alarms, the buttons not responding and a blank display on the insulin pump. Troubleshooting was performed and the display remained blank on the insulin pump. The customer then mentioned that she was found unconscious by her husband due to low blood glucose and the paramedics were called to her home. The blood glucose reading was 13 mg/dl. After treatment, the customer reviewed the insulin pump settings and they were correct. The customer also stated, she was not connected to the insulin pump when she performed the manual prime.